Event description:
Additional information: patient was admitted on (B)(6) 2019 with shortness of breath and was diagnosed with diffuse alveolar hemorrhage. Patient was extubated on (B)(6) 2019 and reinutbated on (B)(6) 2019. Device was not explanted and will not be returned for evaluation. Correction: aspartate aminotransferase (ast) and alanine aminotransferase (alt) were found 3 times the upper reference limit (upper limit of normal, uln) in liver lab that was performed on 07may2019.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, and the patient¿s expiration could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 lvas, and the reported event could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed as no log files from the time of the event were submitted by the account for evaluation. The heartmate 3 lvas IFU lists bleeding, cardiac arrhythmia, renal dysfunction, respiratory failure, hepatic dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The site communicated that there was a concern for pump thrombosis due to ldh rise from 387 to 1341. Tte showed aortic valve does not open and this is reassuring that patient does not have pump thrombosis. Ldh trended down to 550 on (B)(6) 2019 and elevated to 723 on (B)(6) 2019.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was advised by pulmonologist to come to the ER for an evaluation. On (B)(6) 2019 the patient was admitted for workup; a CT the chest ruled out pneumonia and pneumonitis. Patient had a low grade temp of 100.3 max of 100.5. Blood cultures were taken and they were negative. On (B)(6) 2019 a right heart catheterization performed showing normal pressures. Patient showed diffuse alveloar hemorrhage. On (B)(6) 2019 the patient was intubated after desaturating, and sent to the ICU. During this time the patient was experiencing low flow alarms which resolved with IV fluids, supraventricular tachycardia and nonsustained ventricular tachycardia as well; amiodarone was started. On (B)(6) 2019 liver lab abnormalities began to show with ast and alt three times the uln. Dobutamine was also added on (B)(6) 2019 for right ventricle support. The subject expired on (B)(6) 2019 after patient and family decided to withdraw care. Rheumatology believes the alveolar hemorrhage and subsequent renal dysfunction, hepatic dysfunction, respiratory failure were caused by recurrence of granulomatosis with polyangitis. No additional information was reported.